Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported via implant patient registry, a patient underwent an explant surgery of their 26mm sapien 3 ultra valve approximately 1 year and 8 months post tavr procedure for an unknown reason. The device was replaced with an ew surgical valve. The reason for explant was not provided.